Manufacturer narrative:
No bends, kinks or damages were found on the soft cannula. The device was received with the cannula assembly fully deployed and the formed needle completely retracted. Investigation found no abnormalities with the fluid path and needle mechanism that would contribute to the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and a leak test was performed, and no signs of leakage were observed. No other damages or defects were found that would contribute to a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 367 mg/dl despite a bolus while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). When removed from the infusion site, the pod's cannula was found bent. The pod leaking insulin during wear was also reported. As treatment, a new pod was applied and a bolus was administered.